Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773; product ID: 9735787; product ID: 9735881. H6: multiple annex g codes were reported. G02002 corresponds to concomitant product battery 9735773, 48v s8 svc that comprises the re ported event. G0201202 corresponds to concomitant product fuse 9735881, system kit s8 svc that comprises the reported event. G02027 corresponds to concomitant product ups 9735787 main cart s8 svc that comprises the reported event. Multiple fdd/annex a codes were reported. A0719 was coded for the unexpected shutdown. A0708 was coded for the system randomly powering on. A070803 was coded being unable to power the system back on. H3, h6: no products were received by the manufacturer for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system powered off unexpectedly and the site was unable to power the system back on. Leds on uninterruptible power supply (ups), "ac" green light, battery yellow light and "v2" green. Unable to power on with main cart or camera cart. The system powered on randomly. The navigation system was on, then randomly shut down and would not power on for hospital. The medtronic representative (rep) pulled the front and back panels off system then checked all connections and nothing was unplugged. Disconnected the battery and reconnected it, still nothing. Disconnected and reconnected all connections on ups, and removed and reinstalled the fuses, still nothing. Put the system back together and went to tell surgeon he would have to cancel case, when doing so, the system randomly came on while the operating room (or) team was taking down the room. Unplugged battery and attempted to boot up, and nothing happened, error light flashed red which was normal behavior. The probable cause was the ups and battery. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The issue occurred, during a sacroiliac and thoracolumbar procedure. There was a delay of 2.5 hours. And no impact to the patient's outcome.